Event description:
The lay/user pt called lifescan (lfs) on july 19, 2006, and alledged that her meter was not powering on. The medical affairs specialist mailed a letter on july 20, 2006, since the user could not be reached by telephone for further clarification. The pt reported that she replaced the batteries in her meter about 4 months ago; the meter stopped powering on in june. Sometime in the month, the pt felt dizzy, she was unable to test, so she ate some candy and then visited her physician. No treatment was given to the pt. The pt's blood glucose was tested, however, the result was not reported. The pt was also referred to her cardiologist, because of the pt's heart condition. It would have been helpful to know: the pt's medication regimen, how long he was unable to test, the pt's blood glucose result on the physician's meter, and the date of the events. The batteries were less than 1 year old and the batteries were in good condition. This complaint is being reported, as the meter issue was not resolved and the pt later had symptoms that could be related to being hypoglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.